Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, he was changing the reservoir since he noticed it was low and the device alarmed compromised force sensor resistor. Customer's blood glucose was 190 mg/dl. Customer stated the device was not dropped or bumped prior to the alarm occurring. The drive support cap was reported as sticking out and customer didn't recall pressing the cap while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.